Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 13 years. The reason for explanting the device was not provided. No further details were reported. Of note, there have not been any allegations of a product malfunction.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. According to the discharge summary, the patient presented with several months history of progressive exertional shortness of breath. He was found to have significant prosthetic aortic stenosis with a valve area 1.1 sq cm, and a mean gradient of 37 mmhg. The patient also had moderate aortic insufficiency. His aortic root was also slightly enlarged at 45 mm. Therefore, the patient underwent aortic valve replacement utilizing another edwards bioprosthetic valve. Upon removal, it was noted that one of the old valve leaflets was calcified and immobile. Post-op transesophageal echocardiogram showed no periprosthetic aortic insufficiency with the new edwards valve. The device history record (DHR) review was completed and there was no nonconformance found related to this event. Conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review is currently in process.